Event description:
It was reported that patient had a motor vehicle accident (B)(4) 2010 with sternum and rib fractures. There is decreased slack in lead with cross talk present. When programmed to unipolar there is no over sensing. Patient is not pacemaker dependent. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.